Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented in clinic for routine follow up, an inappropriate ams episode was observed during far field r-wave oversensing. The atrial max sensitivity setting was decreased. No patient symptoms were noted. The patient will return for a follow-up in three months.